Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr performed back-to-back testing with results of 185, 142 and 85 mg/dl. Rptr was not experiencing symptoms related to the meter readings.